Manufacturer narrative:
The following field was updated per additional information received: h6. Investigation: the filter was identified protruding through several segments of the vena cava to nearby structures including the right common iliac artery, right ureter and the duodenum. The central segment of the inferior vena cava was extremely sclerotic and narrowed around the level of the filter. Careful dissection was performed to mobilize all lumbar veins until the entire vena cava was skeletonized. An anterior venotomy was performed and the filter was identified. It was removed in pieces taken care to cut the wires when necessary. Ultimately, the entire bird¿s nest structure was able to be removed from the vena cava. While the catalog and lot numbers are unknown the device was described as a birds nest filter. No evidence to suggest that this device was not manufactured according to specifications. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy in thromboembolic diseases, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. A document review was initiated as a response to this event. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A search for complaints on the same lot was not possible due to the lot number not being provided. The device is shipped with the instructions for use (IFU), which lists perforation and filter fracture as a potential adverse events. Additionally, the IFU states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ it is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. While a true cause cannot be established, the conclusion of this investigation that the event is a known inherent risk of the device as the IFU states that vena cava wall perforation is a known potential complication of vena cava filters. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a bird's nest ivc filter device on (B)(6) 2004. Patient alleges fracture, embedment, caval thrombosis, perforation, extremely sclerotic and narrowed ivc at level of filter, pain. Per a birds nest filter retrieval operative report dated (B)(6) 2013, ¿ultimately, the entire bird¿s nest structure was able to be removed from the vena cava.¿